Event description:
It was reported that the patient underwent a cervical decompression with a posterior approach in 2007. Reportedly, the patient had complications, and woke up from surgery with paralysis. No other information is available at this time.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.